Event description:
A durable medical equipment supplier (dme) informed the manufacturer of a bi-level positive airway pressure device (bipap) failure. The failure device reportedly exhibited a void in its upper housing. No patient or user harm was reported. The device was returned to the manufacturer by the dme for evaluation. The manufacturer has initiated an investigation, and will file a follow-up report when it is completed.